Event description:
It was reported that the user experienced intermittent signal loss between the ilet and a dexcom g7 cgm while away from the ilet during a shower, after which communication resumed during the call and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention or hospitalization. Investigation of this case revealed transient communication disruption consistent with expected loss of bluetooth connectivity when the ilet and cgm are separated or obstructed by water exposure, with normal function restored once proximity and conditions improved. It was concluded, based on previously established findings for similar reports, that the cause was environmental interference and device separation leading to temporary loss of communication.